Manufacturer narrative:
H3, h6: it was reported that a revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the bhr cup and head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No similar complaints have been identified for the cup or head. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. No medical documentation was available for review therefore smith and nephew has not received the explanted device and/or adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without further information we cannot further investigate or confirm the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective or preventative action is not indicated.

Event description:
It was reported that, after a bhr primary surgery had been performed on an unknown date, the patient experienced hip pain and raised metal levels. A revision surgery was performed on (B)(6) 2021 to treat this adverse event. The femoral head 44mm (case (B)(4)) and acetabular cup hap size 44/52 (case (B)(4)) were explanted. The patient outcome is unknown.